Event description:
The hospital reported that during an endoscopic vein harvesting of the greater saphenous vein left leg for CABG procedure, vasoview hemopro 2 tip broke off in the patient. The tip was removed without further harm to the patient. The hospital did not report any patient effects. A replacement device was used to complete the procedure.

Manufacturer narrative:
Trackwise ID (B)(6). Updated section: g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on(B)(6)2020 . An investigation was conducted on (B)(6)2020 . There were signs of clinical use on the jaws. Blood and charred tissue was observed on the heater wire. The jaws and the tip of the device seemed to be intact, without any signs of breakage. The heater wire was observed to be slightly flexed away, remaining attached at the base and the tip. The silicone insulation on the cold jaw was observed to be completely detached from the cold jaw. No other visual defects were observed. Based on the returned condition of the device, the reported failure "break; jaw" is not confirmed and the analyzed failures "peeled; jaw" and "material twisted/ bent wire" was confirmed. Specific actions for the analyzed failure modes ¿material twisted/bent¿ and ¿peeled¿ are being maintained and documented under maquet's failure investigation report (fir) system.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting of the greater saphenous vein left leg for CABG procedure, vasoview hemopro 2 tip broke off in the patient. The tip was removed without further harm to the patient. The hospital did not report any patient effects. A replacement device was used to complete the procedure.